Event description:
The hcp reported that the pt developed redness, swelling, drainage and pain at the device pocket approx two weeks post implant. No cultures were taken. However, the device system was explanted. The infection is reported to have resolved.